Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance and loss of capture. Noise reversion episodes were noted with arm movement. The physician suspected clavicular crush damage. The lead was capped during a routine defibrillator change out procedure. The patient recovered well and was discharged without any complications.